Manufacturer narrative:
The device subject of the reported event is an olympus scope. We are not the device manufacturer although we do perform repairs on this facility's devices. The device manufacturer has been notified. We are filing this report with limited information; a supplemental report will be submitted if additional information becomes available.

Event description:
The user facility reported a scope used during a patient procedure did not operate properly.